Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer reports that there was a leak in the central venous tunneled catheter noted at the junction where the catheter joins the hub (proximal to the suture wings). Dialysis was discontinued, the catheter was clamped above this area to prevent potential issues and the area of concern wrapped with an airtight occlusive dressing. The patient had a removal of the tunneled line and a new central venous catheter inserted on (B)(6), 2013.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.